Manufacturer narrative:
(B)(4) patient code updated as event was confirmed unrelated to the device or procedure.

Event description:
Additional information was received from a hcp. Per the hcp, the event was not related in any way to the device or procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine 30.0mg/ml at 4.705 mg/day and bupivacaine 10.0 mg/ml at 1.568 mg/day via an implantable pump for non-malignant pain. On an unknown date, the patient was hospitalized due to respiratory failure. It necessitated medical or surgical intervention. No further details were available; awaiting hospital records. The severity was noted as severe. If additional information becomes available, a follow-up report will be submitted.